Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3255 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number (recx3255) have been reported from the same facility.

Event description:
It was reported one PICC case complicated with venous thrombosis. The symptoms were alleviated after thrombolytic treatment. Continue thrombolytic therapy and close observation.